Event description:
It was reported that at the end of a discectomy procedure, the probe during removal. All pieces were retrieved. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. If the device is returned, a follow up report will be filed.